Manufacturer narrative:
The device was received and evaluated. Investigation found a kink in the exposed portion of the soft cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. Although the cannula was damaged, the timing and cause of the damage is unknown. Investigation found no defects or manufacturing deficiencies that would contribute to insulin leaking during wear or a failure of the pod¿s ability to deliver insulin. The distal tip of the soft cannula was manually occluded, and no leaks were present. The rubber fill septum was inspected, and no large puncture marks were found.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the cannula was kinked and the patient's blood glucose (bg) rose up to 34 mmol/l (612 mg/dl). The patient treated the high bg by changing the pod, given a manual insulin injection and running a temporary basal. The pod was worn on the patient's arm.